Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise with oversensing, as well as, lead impedances of 200 ohms when evaluated with the pacing system analyzer and pacemaker generator. The physician surgically abandoned the lead and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.